Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A osseotite® tapered certain® implant 3.25 x 10mm (xifnt3210) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the product experience report. The reported device tooth location and was used for approximately 1 year, 7 months. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2018011272). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2018011272) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported device. A specific event was not clarified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. Occupation unknown / not provided.

Event description:
Product experience report was received without information about the event. Several attempts were done to obtain additional information but not further details were provided. Based on available information, there are no signs of a device malfunction. The event description is not defined. However, the implant was placed (B)(6) 2018 and was explanted on (B)(6) 2019. This event is reportable as a serious injury due to the surgical / medical intervention required to preclude.